Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "beginning of february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 reader. Customer reported the low glucose alarm did not sound and she experienced "legs weak", seizure and loss of consciousness. Customer had contact with healthcare provider who diagnosed her with hypoglycemia and was treated with glucose infusion. There was no report of death or permanent injury associated with this event.